Event description:
Boston scientific received information that the right atrial (ra) lead pacing impedance measurement was less than 200 ohms. Additionally, noise and oversensing on the ra lead was observed, with p-wave measurements of 5.6mv. Technical services was consulted and discussed recommendations.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.